Manufacturer narrative:
(B)(4) date sent: 5/31/2023. Batch # unk additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Could not unlock it, to straighten out the jaws. Was unable to get out through the trocar. Did the device deliver any staples? No if yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? Unknown if yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes if yes, how was the device removed from the patient? Utilized manual override if yes, did the jaws eventually open? Unknown investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler malfunctioned when they put it in the patient. They had to do a manual override. There were no patient consequences reported.